Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months.  : the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented in clinic with elevated lactate dehydrogenase (ldh) during the past few visits. Ramp studies were conducted occasionally and were inconclusive. On (B)(6)2017, the patient¿s ldh was 1446 u/l and the ramp study was abnormal. No alarms were reported for this event. On (B)(6) 2017, patient received a pump exchange. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. No device-related issues were identified through the evaluation of the pump and a direct correlation between the device and the report of elevated lactate dehydrogenase level (ldh) levels could not be conclusively established. The pump was returned assembled with the driveline severed approximately 7 inches from the pump housing. A segment of the driveline measuring approximately 9 inches was also returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.